Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air embolism and stroke remains unknown.

Event description:
During a left atrial procedure, an air embolism occurred which resulted in a neurological event. The valve of the sheath was reportedly leaking and the patient experienced st-elevation in all leads followed by electro-mechanical dissociation. Reanimation measures were initiated. After the patient was stabilized and st-elevation returned to normal, a coronary angiogram was performed which excluded cad and thromboembolism. The patient was transferred to intensive care and current neurological status is not clear.

Manufacturer narrative:
Correction: b2, h1, h6 (health impact code). Additional information: b5, g3, h2, h3.

Event description:
During a left atrial procedure, an air embolism occurred which resulted in a neurological event and the patient later expired. The valve of the sheath was reportedly leaking and the patient experienced st-elevation in all leads followed by electro-mechanical dissociation. Reanimation measures were initiated. After the patient was stabilized and st-elevation returned to normal, a coronary angiogram was performed which excluded cad and thromboembolism. The patient was transferred to intensive care and current neurological status was not clear. Notification was received on (B)(6) 2025 indicating that the patient expired on (B)(6) 2025. Additional information has been requested, but no response has been received to date.